Manufacturer narrative:
A1: patient identifier added. B5: additional information added. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break 0.5cm proximal to the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Microscopic examination noted that the inner lumen was stretched and bunched 4.6cm from the distal tip. The distal tip was compressed and pushed inwards. The device could not be loaded on a 0.014' test guidewire due to the damaged inner lumen. E1: initial reporter address 1: (B)(6). E1: initial reporter phone number: (B)(6).

Event description:
It was reported that the guide wire was stuck in the cutting balloon, and it was fractured. The 90% stenosed target lesion was located in the right coronary artery (rca). A 10mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the guide wire was stuck in the cutting balloon, and it was fractured when it was withdrawn. The procedure was completed with another of the same device. The patient was stable after the procedure. It was further reported that the guide wire used was a non-boston scientific device. The location of the fracture was on the shaft of the10mmx3.00mm wolverine cutting balloon monorail device. The fractured device was completely removed from the patient's body. The patient was stable after the procedure.

Event description:
It was reported that the guide wire was stuck in the cutting balloon, and it was fractured. The 90% stenosed target lesion was located in the right coronary artery (rca). A 10 mm x 3.00 mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the guide wire was stuck in the cutting balloon, and it was fractured when it was withdrawn. The procedure was completed with another of the same device. The patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone number: (B)(6).